Event description:
It was reported that upon implementation, the pump had an out of box failure with wireless intermittent connection with pump. The product fault occurred upon opening and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected, mfg establishment name d3 - manufacturing plant address 1, city and zip codeone device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was not fully latching to the host pump contributing to connection issues. The service history review had no indication that the complaint was related to a service of the device within the review period.